Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2015. During the procedure, the balloon had a leak. A hysteroscopy was done and uterus was fine, no injury. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device did not maintain pressure because one pinhole was found on the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.